Event description:
Artery damaged during cranial procedure. Surgeon was drilling with as08 attachment and 10ba40dx tool on lower skull when the tool bounced and contacted peripheral artery. Artery was cut or torn requiring radial artery graft. Pt prognosis was reported to be positive. On follow up it was reported that the pt expired 2-3 days postoperatively. According to surgeons involved with the incident, the death of the pt was caused by severe cerebral vascular disease and did not result from the reported incident.